Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) as the balloon had the wrong pressure and caused the device to not work properly. It was suspected that there was not enough fluid initially in the component. A revision surgery was performed in which the balloon was removed and replaced. There were no specific malfunctions associated with the explanted device and there were no further patient complications.